Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain (other than during menstruation)"), genital haemorrhage ("bleeding"), pregnancy with contraceptive device ("pregnancy with essure device") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 25-year-old female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with essure device" in (B)(6) 2011 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida (B)(6) 2005, (B)(6) 2006, (B)(6) 2007, (B)(6) 2010) and parity 4. Concomitant products included hydrocodone from 2012 to 2013, medroxyprogesterone (depo provera) and oxycocet (percocet) since 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular and prolonged menstruation"), dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), menorrhagia ("heavy abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/it hurt when I have sex") and back pain ("severe back pain (other than during menstruation)"). In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2011, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes describe: my hormones were going everywhere and I was having baby fever also"), pyrexia ("hormonal changes describe: my hormones were going everywhere and I was having baby fever also"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/painful each time"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), adnexa uteri pain ("other injury(ies) or complication (s) please describe: it was scrapping my tubes, always in pain had me in tears/had me in pain everyday that I had it/pain in the tubes"), abdominal pain lower ("lower abdominal pain"), pelvic pain ("pelvic pain") and pruritus ("itching"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital hemorrhage, menometrorrhagia, back pain, abdominal pain lower, pelvic pain and pruritus outcome was unknown and the pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, menorrhagia, dyspareunia, hormone level abnormal, pyrexia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals and adnexa uteri pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, adnexa uteri pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital hemorrhage, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, pruritus, pyrexia, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient had pain always where her tubes were, it was constant pain like something was poking her. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: confirmed full occlusion of fallopian tubes. Pregnancy test - in (B)(6) 2011: home pregnancy test positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain (other than during menstruation)"), genital haemorrhage ("bleeding"), pregnancy with contraceptive device ("pregnancy with essure device") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 25-year-old female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with essure device" in (B)(6) 2011 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ((B)(6) 2005, (B)(6) 2006, (B)(6) 2007, (B)(6) 2010) and parity 4. Concomitant products included hydrocodone from 2012 to 2013 and oxycocet (percocet) since 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular and prolonged menstruation"), dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), menorrhagia ("heavy abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/it hurt when I have sex") and back pain ("severe back pain (other than during menstruation)"). In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2011, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes describe: my hormones were going everywhere and I was having baby fever also"), pyrexia ("hormonal changes describe: my hormones were going everywhere and I was having baby fever also"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and adnexa uteri pain ("other injury(ies) or complication (s) please describe: it was scrapping my tubes, always in pain had me in tears/had me in pain everyday that I had it"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, menometrorrhagia and back pain outcome was unknown and the pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, menorrhagia, dyspareunia, hormone level abnormal, pyrexia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals and adnexa uteri pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexa uteri pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, nausea, pregnancy with contraceptive device, pyrexia, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient had pain always where her tubes were, it was constant pain like something was poking her. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: confirmed full occlusion of fallopian tubes. Pregnancy test - in (B)(6) 2011: home pregnancy test positive. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode far the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received, events per pfs: hormonal changes describe: my hormones were going everywhere and I was having baby fever also, abnormal bleeding (vaginal), pregnancy (stillbirth or miscarriage), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, nausea, nickel allergy, pain ,surgery (hysterectomy), (other) type of surgery: hysterectomy), pain, other injury(ies) or complication (s) please describe: it was scrapping my tubes, always in pain had me in tears, it hurt when I have sex it was scrapping my ex boyfriend private with a scar on it. Had me in pain everyday that I had it, patient did not underwent essure confirmation test were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain (other than during menstruation)"), genital haemorrhage ("bleeding"), pregnancy with contraceptive device ("pregnancy with essure device") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 25-year-old female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with essure device" in june 2011 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida ((B)(6)2005, (B)(6)2006, (B)(6)2007, (B)(6)2010) and parity 4. Concomitant products included hydrocodone from 2012 to 2013, medroxyprogesterone (depo provera) and oxycocet (percocet) since 2014. On (B)(6)2010, the patient had essure inserted. In september 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular and prolonged menstruation"), dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), menorrhagia ("heavy abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/it hurt when I have sex") and back pain ("severe back pain (other than during menstruation)"). In june 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2011, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes describe: my hormones were going everywhere and I was having baby fever also"), pyrexia ("hormonal changes describe: my hormones were going everywhere and I was having baby fever also"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/painful each time"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), adnexa uteri pain ("other injury(ies) or complication (s) please describe: it was scrapping my tubes, always in pain had me in tears/had me in pain everyday that I had it/pain in the tubes"), abdominal pain lower ("lower abdominal pain"), pelvic pain ("pelvic pain") and pruritus ("itching"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2014. At the time of the report, the abdominal pain, genital haemorrhage, menometrorrhagia, back pain, abdominal pain lower, pelvic pain and pruritus outcome was unknown and the pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, menorrhagia, dyspareunia, hormone level abnormal, pyrexia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals and adnexa uteri pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, adnexa uteri pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, pruritus, pyrexia, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient had pain always where her tubes were, it was constant pain like something was poking her. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: confirmed full occlusion of fallopian tubes pregnancy test - in june 2011: home pregnancy test positive quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode far the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. New events added- pelvic pain, itching and lower abdominal pain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain (other than during menstruation)"), genital haemorrhage ("bleeding"), pregnancy with contraceptive device ("pregnancy with essure device") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 25-year-old female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with essure device" in june 2011 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida ((B)(6) 2005, (B)(6) 2006, (B)(6) 2007, (B)(6) 2010 and parity 4. Concomitant products included hydrocodone from 2012 to 2013, medroxyprogesterone (depo provera) and oxycocet (percocet) since 2014. On (B)(6) 2010 the patient had essure inserted. In september 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular and prolonged menstruation"), dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), menorrhagia ("heavy abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/it hurt when I have sex") and back pain ("severe back pain (other than during menstruation)"). In june 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2011, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes describe: my hormones were going everywhere and I was having baby fever also"), pyrexia ("hormonal changes describe: my hormones were going everywhere and I was having baby fever also"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/painful each time"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), adnexa uteri pain ("other injury(ies) or complication (s) please describe: it was scrapping my tubes, always in pain had me in tears/had me in pain everyday that I had it/pain in the tubes"), abdominal pain lower ("lower abdominal pain"), pelvic pain ("pelvic pain") and pruritus ("itching"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, menometrorrhagia, back pain, abdominal pain lower, pelvic pain and pruritus outcome was unknown and the pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, menorrhagia, dyspareunia, hormone level abnormal, pyrexia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals and adnexa uteri pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, adnexa uteri pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, pruritus, pyrexia, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient had pain always where her tubes were, it was constant pain like something was poking her. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: confirmed full occlusion of fallopian tubes pregnancy test - in june 2011: home pregnancy test positive . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaint. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode far the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality-safety evaluation received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain (other than during menstruation) and bleeding (seen as genital bleeding). A partial hysterectomy to remove essure device was performed. The events are anticipated according to the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. In this case, she experienced these events about four to five months after essure insertion. Based on a compatible temporal relationship, nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain (other than during menstruation)") and genital haemorrhage ("bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. In (B)(6) 2010, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), menometrorrhagia ("irregular and prolonged menstruation"), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("heavy abnormal menstruation"), dyspareunia ("pain during intercourse") and back pain ("severe back pain (other than during menstruation)"). The patient was treated with surgery (partial hysterectomy to remove essure device was performed on (B)(6) 2014). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, menometrorrhagia, dysmenorrhoea, menorrhagia, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menometrorrhagia, dysmenorrhoea, menorrhagia, dyspareunia and back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in 2010: hysterosalpingogram result was confirmed full occlusion of fallopian tubes. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain (other than during menstruation) and bleeding (seen as genital bleeding). A partial hysterectomy to remove essure device was performed. The events are anticipated according to the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. In this case, she experienced these events about four to five months after essure insertion. Based on a compatible temporal relationship, nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.